Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A blood-like substance (bls) was noted on the returned components. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator had been perforated 513mm proximal to the distal tip. The sheath had also been perforated 485mm proximal to the distal tip. No other visual anomalies were noted. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not be advanced past where the perforation was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a punctured introducer.